Manufacturer narrative:
The report event of one lead moved cannot be confirmed or not confirmed due to the product analysis alone. As received, visual inspection and resistance testing showed the returned lead (a) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to a fractured lead and a migrated lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.